Event description:
Subject ID:(B)(6) study no: (B)(6) clinical adverse events received for mechanical fall in hospital in toilet. Nil post fall issues post fall x-rays nad. Device and procedure(relatedness). Device related: definitely not. Procedure related: definitely not. Device location: right. Treatment/impact: oral medication. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".